Event description:
Clinical rationale: an impella 5.5 device was inserted via the left axillary artery in a 58-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of known coronary artery disease (cad). During the procedure, the impella 5.5 was unable to advance past the surgical anastomosis while being delivered over an abiomed 0.018-inch guidewire, requiring significant manipulation. The operator then attempted advancement over a 0.035-inch guidewire; however, the device remained unable to pass. The impella 5.5 was subsequently removed, and fibers/debris (sediment) were noted on the pump. Out of an abundance of caution for the patient, the decision was made to exchange the device for a new impella 5.5. The original device was never activated, and there were no additional allegations regarding device performance. The reported events are failure to advance, medical device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was most likely patient related since resistance was felt at the anastomosis and patient was obese.